Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead recorded high, out of range shock impedance values. The crt-d and the rv lead remain in service at this time. No adverse patient effects were reported.